Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and after multiple interventions determined the ratio pump and three (3) valves had malfunctioned. The fse replaced the ise ratio pump and valves which resolved the issue. The fse performed system verification successfully. No further issues were noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported getting false high calcium (ca) patient results and false ise (ion selective electrode) patient results which included sodium (na), potassium (k), chloride (cl) with negative anion gap involving the dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.